Event description:
It was reported that the external pulse generator (epg) rate was set to 90, but it was found to be pacing at only 60 bpm (beats per minute) while in use on a patient. The epg was returned for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device passed testing, with no anomalies found. The battery contacts were found to be compressed. (B)(4).